Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. Related manufacturer reference numbers: 2017865-2019-08372, 2017865-2019-08373.